Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas stating the patient experienced elevated blood glucose (bg) measurements with unspecified ketones. The exact bg value was not indicated; however, the patient¿s bg did not go over 500mg/dl. It was noted that the patient did not require medical intervention. The patient¿s stress level reportedly increased and there were no recent adjustments made to the pump¿s settings. Customer technical support (cts) performed troubleshooting with the patient. There was no settings/programming issues noted with the pump; a 1 unit air bolus was successfully performed via the pump and the active basal program settings matched the basal history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The patient reportedly remained/resumed insulin pump therapy. This complaint is being reported because the patient experienced an adverse event due to diabetes management. Per the advisement of cts, the patient was advised to seek assistance from the health care provider for assistance with diabetes management.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the last basal/bolus delivery was on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and returned cartridge cap were used to complete testing. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.